Event description:
It was reported that the patient presented with an intermittent trigeminal rhythm. It was determined that the implantable cardiac monitor displayed low r-waves and undersensing of the qrs complex was noted. Programming changes were recommended. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).